Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when opening the prodense packaging, it was noticed that the flap of the sterile inner packaging was sealed to the plastic packaging (non-sterile). Replacement was available."